Manufacturer narrative:
It was reported that the head section of the d850 allegedly became unsecured during a procedure. Per the theatre manager, debris was cleaned from the lever. After the debris was cleared, the procedure continued without incident. The table was fully serviced and is still in full use. There was no patient injury or adverse consequence reported.

Event description:
It was reported that the head section of the d850 allegedly became unsecured during a procedure. There was no patient injury or adverse consequence reported.